Manufacturer narrative:
Investigation: a review of the device history record confirmed that the device was manufactured and tested according to relevant procedures,and shipped according to manufacturer's specifications. Surgeon, information analysis: patient #(B)(6) index procedure performed on (B)(6) 2021. On 23-jul-2024 apifix was notified that patient #(B)(6) (pas# (B)(6)) is scheduled for removal on (B)(6) 2024. According to the reported the patient is reporting pain and popping noise, they are requesting that the implant be taken out. The risk of (discomfort) pain is a known risk. Pain associated with scoliosis is well described in the literature regardless of having corrective surgery. Pain can also be a transient complaint associated with the surgical procedure or be secondary to device failure, infection/inflammation, curve progression, screw pull-out, loosening, migration, protrusion, and prominence. This risk has been assessed and found to be acceptable. The event of pain is addressed in the IFU (dms-4472 rev g) as a warning and as potential risks associated with the mid-c system and spinal surgery generally. The risk has been quantified, characterized, and documented as acceptable within full risk assessment. The implant is expected to be returned to manufacturer following the removal in (B)(6) 2024. A failure analysis will be conducted. Once additional relevant details become available; a supplemental report will be submitted.

Event description:
On 23-jul-2024 apifix was notified that patient #(B)(6) (pas# (B)(6)) is scheduled for removal on (B)(6) 2024. According to the reporter, the patient is reporting pain and popping noise, they are requesting that the implant be taken out.